Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hypoglycemia. Customer"s blood glucose value was 45 mg/dl and then went up to 54 mg/dl. Customer didn't proceed on troubleshooting as they wants to change the settings on her insulin pump. The device will not be returned for analysis.